Event description:
The following has been reported: force sensor error remarks: pressure sensor kit faulty after cross checking, force sensor test failed. Reporting as a conservative measure. No adverse event reported. More information is needed to complete the investigation.